Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic rectum procedure using a gen11 there was an error code ¿remove instrument¿. After the error code, during cleaning of the device, the blade was broken. Nothing fell into the patient. A new device was opened and the surgery finished. There were no consequences for the patient.